Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, after making about 20 seals, broken pieces was from the device were located on the instrument tray but nothing fell into patient's cavity. The pieces looked like staples. A new device was opened to continue. There was no patient harm.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects on the returned device. The reported condition was not confirmed. The investigation found the device was returned with two staples. The device was carefully examined and no loose or broken components were found on the outside or inside of the device. The investigation found the device to function normally and within specifications. The two staples did not come from the device. The user inadvertently grasped on staples. The staples were not from the device. The instructions for use (IFU) states, avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. If information is provided in the future, a supplemental report will be issued.